Manufacturer narrative:
It was reported that the surgeon noticed a large notch on the anterior femur after cutting through the f4 block. He claimed the 10 deg cut angle was not accurate. The procedure continued as planned with no observable delay. Bone chips were used to fill the notch and the implant was cemented accordingly. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon noticed a large notch on the anterior femur after cutting through the f4 block. He claimed the 10 deg cut angle was not accurate. The procedure continued as planned with no observable delay. Bone chips were used to fill the notch and the implant was cemented accordingly.